Event description:
It was reported that episodes of noise causing inappropriate rv (right ventricular) pacing, mode switching, and pacing inhibition were noted on the right atrial (ra) lead. Fluoroscopy showed no ra lead damage, but it was difficult to place the locking stylet down the lead past the clavicle area. Low sensing and decreased pacing impedance were noted during the procedure. During revision, the ra and rv leads were found adhered together; subsequent laser extraction of the ra lead inadvertently displaced the rv lead due to these attachments. Both leads were explanted and replaced. The patient was in stable condition with no adverse events.